Manufacturer narrative:
H6 medical device problem code: 2017 - incorrect prep manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a non-calcifed lesion in a coronary artery. The 3.50x15mm rx trek balloon dilatation catheter (bdc) was not soaked or prepared prior to the use. The bdc was advanced over the non-abbott guide wire to the target lesion with resistance noted with the guiding catheter. Once the bdc was advanced to the target lesion, difficulty was met removing the guide wire and with a little resistance, the guide wire was able to be removed and the balloon catheter left in the lesion. During inflation the balloon ruptured at 4 atmospheres. The procedure was completed using another device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.